Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not detect occlusions. This event occurred in the emergency department when setting up the pump with an intravenous line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.